Manufacturer narrative:
A second sample for the same patient was tested on the same day as the initial sample, and the na result was 141 mmol/l. The na calibration was acceptable. The cl calibration data showed "cal.e" errors on 16-dec-2025 and on 18-dec-202. The last cl calibration performed on 18-dec-2025 was acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative removed and replaced valves, replaced the seal kit, and replaced the electro valve. He performed successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 125 mmol/l, and the repeated result was 138 mmol/l. The sample was repeated on another module, and the na result was 140 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 102 mmol/l. The sample was repeated on another module, and the cl result was 102 mmol/l. The repeated results were believed to be correct. The sample was repeated due to a negative anion gap result.